Event description:
The customer contact reported a leak; subsequently blood loss was noted. The extension set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a pump. The male adapter of a primary tubing set was connected to the female adapter of the extension set. The option-lok male adapter of the extension was connected to the pt's IV access site. After an unspecified length of time, a male adapter of a second primary tubing set was connected to one of the two clave y-sites on the extension set and was being used to deliver an unspecified medication. The customer contact reported that after an unspecified length of time in use when the second primary tubing set was removed from the clave y-site, an unspecified volume of solution and blood leaked from the clave y-site. The extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified five possible lot numbers (plots). The possible lot numbers are 041824w, 043614w, 051944w, 061794w, and 963234w. This report represents all the info known by the reporter upon query by hospira personnel.